Manufacturer narrative:
(B)(4) stent moved proximal to target stricture. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex tracheobronchial stent was implanted in the trachea during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was used to treat a 2 cm malignant stricture caused by lung cancer. Reportedly, the patient's anatomy had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to fully deploy the stent; however, it was noted that the stent moved proximal to the target stricture. The procedure was completed by implanting another ultraflex tracheobronchial stent distal to the first stent. Both stents remain implanted in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.